Event description:
The customer reported that while they were transporting a pt within the hosp, the pump shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.